Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not completely empty. This occurred during patient infusion of 54 ml fluorouracil and 30 ml glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: two samples were available for evaluation. No defect was observed during functional flow rate test and visual inspection. The samples were working within specification. Should additional relevant information become available, a supplemental report will be submitted.